Manufacturer narrative:
The main component of the system. Other relevant devices are: etlw1613c156e; s/n: unknown; use by date: unknown; (B)(4). Etew1313c82e; s/n: unknown; use by date: unknown; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted, along with an endurant ii stent graft system a 6.3 cm abdominal aortic aneurysm due to concern for late failure. The aortic diameter was 2.0 cm 0.1 cm below, 2.1 cm 1 cm below, 2.4 cm 1.5 cm below and 2.6 cm 2.0 cm below the lowest renal. The aortic neck angulation was 43 degrees. A reliant balloon was also used during the procedure with no issues reported it was reported that the patient expired from an unknown cause. It was reported that the official cause of death is unknown .

Manufacturer narrative:
Outcomes to adverse events updated. If information is provided in the future, a supplemental report will be issued.